Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to fire straight. It is not known how the procedure was completed. Patient outcome: "no damages to the patient." No further information is available.